Manufacturer narrative:
The manufacturer previously reported information regarding a dreamstation 2 adv auto CPAP device with an allegation of the humidifier working on and off. The patient alleges dry throat / extreme dryness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Upon further review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP alleging with dry throat / extreme dryness and humidifier working on and off. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.